Event description:
It was reported that the no touch sleeve on the hollister vapro plus pocket intermittent catheter would come loose or separate from the catheter when removing it from the package. It was further reported that he used the catheter anyway and developed an infection. It was reported the infection went to his kidneys and he was put on antibiotics.

Manufacturer narrative:
A comprehensive review of the device history records was conducted. All documentation was found to be complete, accurate, and in compliance with applicable regulatory requirements. Sterilization records were examined and confirmed to be within the validated parameters established during the product's qualification and routine processing. Based on the available information, a definitive causal relationship between the utis and the hollister urinary catheters could not be established.

Manufacturer narrative:
Two unused samples were received for testing. However, the catheters had already been unpacked and were dried out. Consequently, no testing related to sleeving could be performed. A visual inspection of the samples was conducted, which revealed that the sleeve had separated from the funnel. Seal marks were visible on the funnel, indicating that the sealing process had been completed. However, the seal failed to remain intact during the catheter's lifetime. Potential cause: poor sleeving performance - no deviations observed during DHR, ncmr review of sleeving process. During in-process inspections of the sleeving process, defects associated with potential failure modes such as "does not provide a barrier when handling the catheters" and "does not provide an anchor for the sleeve"are inspected alongside other identified defects. The heat seal strength of vapro sleeves is evaluated. No issues were observed during the production of the related lots. A review was conducted addressing uti, transportation, sterilization, hydration solution, and cleaning processes. No deviations were identified during this assessment. A review of the device history record (DHR) and sterilization documentation was completed, and no issues were identified.

Event description:
This is a follow-up to 3016675012-2025-00013.